Manufacturer narrative:
After investigations performed at the customer site, it was determined that the customer's water filtering device did not have enough capacity to supply a sufficient amount of water with the dedicated pressure to the analyzer. The water filtering device was replaced by a larger one. The laboratory is at a high altitude (> 2100 m.) And the instrument is specified for use below 2000 m. The investigation determined the device was operating in the laboratory outside of specifications.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+beta on a cobas 6000 e601 module. No questionable results were reported outside of the laboratory. The sample initially resulted in an hcg+b value of 1.16 miu/ml accompanied by a data flag indicating carryover. The sample was re-processed with a 1:50 dilution and this repeat jcg+b value was 33.39 miu/ml. The sample was then repeated on a second analyzer, resulting in a value 1.51 miu/ml. This value was considered correct.

Manufacturer narrative:
The serial number of the cobas 6000 e601 module is (B)(6).